Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer reported that on (B)(6) 2014, at approximately 12:04 a.m., she experienced nausea, dizziness, and headache. Customer tested on her adc blood glucose meter and received a reading of 200 mg/dl. Customer self-presented to a local hospital and a reading of 101 mg/dl was obtained on the hcp meter at approximately 12:04 a.m. Customer was admitted into emergency, was administered unspecified intravenous treatment, and had blood tests and an ultrasound done. Customer denied being given any additional medication and no diabetic diagnosis was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.